Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the bg meter and diabetic ketoacidosis. Reportedly, customer was using admelog for insulin therapy. Bg was treated via a manual injection of insulin. No additional information was provided.